Event description:
They were receiving error code 4 and intermittent solid tones during a procedure. During testing it was found that both the impedance and capacitance was near its threshold and the handpiece gave error code 3. No patient consequence was reported.